Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached applicator needle that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor pod (serial number (B)(4)/lot number 5205076 was returned for evaluation. Because this is not the complant device an evaluation was unable to be completed. The customer complaint was not confirmed. A root cause could not be determiend.